Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. A technical support specialist (tss) found that users were unable to login to logistics application, but the users already logged in were not affected though. The tss dialed the server and found rabbitmq had stopped running. The tss needs a logistics pse (product service engineer) to remote in and determine why this service continues to stop and requires restarting which could impact patient care. The tss restarted the service and found the services were crashing due to low memory on the app server. The customer increased the app server memory from 8 gb to 16 gb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server experienced a login issue. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.